Event description:
It was reported that, "failed left hip replacement."

Manufacturer narrative:
The following other hip devices were also listed in this report: 6.5 cancellous bone screw 20mm, cat#2030-6520-1, lot#mkm77w; lrg tap pri mod nck 0deg 34mm, cat# nls-340000b, lot# 37280201; rejuvenate strght prfit tmzf mod stem size 8, cat#spt-080000s, lot# mkk06l; trident 0deg x3 insert 36mm ID, cat# 623-00-36e, lot# mkj0yw; 6.5 cancellous bone screw 30mm, cat# 2030-6530-1, lot# mkmy5l; delta v-40 ceramic head 36/0, cat# 6570-0-136, lot# 37532201. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.